Event description:
Touch screen not active during check out.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of internal and external components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection. No additional testing was required as the lcd screen responded without issue. Complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated; the root cause of the reported display issue was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. No evidence of a device malfunction was found. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Touch screen not active during check out.